Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the waveguide to be broken. Functional testing found that the waveguide was excessively torqued to the side during use. This caused it to come in contact with the clamping jaw and weakening the waveguide. Continued use then caused a crack to propagate until the device failed. The defect sample would have been rejected if found prior to shipping, had it been an assembly defect. It was reported that the device received a red light, would not activate, and broke during use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastric bypass, the device was giving an error message and the jaw broke. The surgeon could not remember looking for the broken piece in the abdomen during the operation. The surgeon took another dissector with the same battery and generator. The broken piece was retrieved. There was no patient injury.